Manufacturer narrative:
Product event summary: the partial lead was returned in segments. Analysis was performed and no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient had an infection and vegetation was found on the right ventricular lead. Bacteria were found in the patient¿s blood and were positive for (B)(6). The source of the infection was indicated as the lead tip. Antibiotic therapy and implantable cardioverter defibrillator (ICD) system removal were required. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD) 2008 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.